Event description:
User reported that the device did not cool the cpg dose as expected. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Spectrum medical reviewed event logs and did not identify any abnormalities in the system's ability to heat or cool. An on-site investigation confirmed the unit functioned as expected. There was no problem detected.